Event description:
The following is based on a review of the patient's medical records provided by the patient's attorney. (B)(6) 2007 - the patient was implanted with a bard/davol ventralex mesh (implant #1) to treat an umbilical hernia, and two bard/davol 3d max left (implant #2), and a bard/davol 3d max right (implant #3) to repair bilateral inguinal hernias. No operative report was provided for this procedure. (B)(6) 2014 - the patient underwent explant of the bard/davol ventralex mesh (#1) and implant of a bard/davol ventralex mesh st (implant #4) due to a hernia recurrence. It is alleged by the attorney that the patient experienced hernia recurrence and ongoing injuries associated to the use of these devices.

Manufacturer narrative:
Currently, it is unknown to what degree the device may have caused or contributed to the reported event. The medical records indicate the patient was treated for adhesions and hernia recurrence post implant. Both recurrence and adhesions are listed as known possible adverse reactions in the instructions-for-use supplied with the device. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. This MDR represents the bard/davol ventralex mesh (#1) implanted on (B)(6) 2007. Separate mdrs were sent to document the bard/davol 3d max left (#2) and bard/davol 3d max right (#3) both implanted on (B)(6) 2007. Another separate MDR was also sent to document the bard/davol ventralex st mesh (#4) that was implanted on (B)(6) 2014. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
Addendum to the initial report. This report is being sent to show the 510k number for the bard/davol ventralex mesh. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.